Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they had met with their representative earlier today and thought they had got part of their equipment charged but not all the way finished charging. Patient said they sat 2 different times for an hour while with the rep and the rep's tablet said it looked like the device was charge, but then patient said the office was about to close and patient had to go home. Patient said the rep told patient to call patient services to see if they could continue to help the patient get the implant charged. Patient service specialist walked patient through using their recharger and patient was getting the reposition antenna screen, even after recharging (pt mentioned seeing "121" at one point as well). Patient mentioned that it had been several months since they had been able to charge their implant. Patient attempted to connect with the programmer, but got poor communication screen. The issue was not resolved through troubleshooti ng. The patient was redirected to their healthcare provider to further address the issue. Patient said they were due to have surgery and they might not let patient have the surgery unless they had the implant figured out, so they needed to get charging taken care of. Pt called back stating that they met with the rep yesterday after their call and the rep tried charging the implant and then sent them home to finish. Caller stated when they got back home they couldn't remember how to do it and still can not charge. Caller stated they do not have the reps phone number and are trying to get back in touch with them. Patient services (pss) offered to walk caller through starting a charge session to see if we are able to charge the implant. Pt reported seeing reposition antenna/poor communication. Pss reviewed possible overdischarge, reviewed role of rep, and redirected to hcp. Additional information was received from the rep. It was reported that the pt had not charged their battery for a few months. Rep met this patient at the office and performed a por which took around two hours in which the battery did turn back on. Rep started a recharging session and the patient expressed needing to get home so rep explained she could go home to finish recharging but would need to come back to the office this week and would be unable to use her stimulator until doing so. Pt verbalized understanding and left with recharger belt on. After the patient called into patient services, rep called the patient back and she explained she didn¿t continue recharging that evening. Rep advised the patient she would need to come back into the office to get the battery back on and she has scheduled an appointment for this friday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.